Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Insulin pump alarmed hardware low level failures during self test and confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly. Insulin pump received with serial number label fading, scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the device had a hardware low level alarm during the self-test. The customer¿s blood glucose during the incident was 7.9 mmol/l. The device failed troubleshooting. The device will be returned for analysis.